Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026 while resting in bed due to illness, the patient experienced seizures, shaking, vomiting, and subsequently shortness of breath. The patient was unable to recall the cgm readings at the time of symptom onset and did not perform a fingerstick bg for comparison. After the patient lost consciousness, the patient¿s son contacted emergency services. The patient was unable to recall details of ems transport or treatment received on the first day of hospitalization due to being unconscious. The patient reported that a physician later informed him that his glucose level was greater than 1000 mg/dl upon arrival at the hospital, while the cgm reportedly displayed a ¿start new sensor¿ message. The patient remained in critical care for approximately five days and reported that hospital staff monitored him hourly. The patient also reported receiving intravenous insulin for approximately three to four days. The patient was unable to recall additional diagnostic testing or treatments performed during the hospitalization. The patient was discharged from the hospital on (B)(6) 2026. It was noted that the patient was not connected to an insulin pump at the time of the event. At the time of reporting, the patient described feeling ¿fine.¿ no data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.